Event description:
As reported: "chronic dislocations, constrained liner damage during dislocation. [Dall miles] plate removed". Left hip. Update (B)(6)2018: the medical review has confirmed that the constrained liner has disassociated from an unknown trident shell. It has also confirmed loosening of the dall miles plate. The conclusion of the assessment is as follows: non-union of a greater trochanteric fracture, present already before implantation of the predicate devices after a periprosthetic fracture due to a fall of the patient in 2015, despite adequate treatment, has contributed to an overload condition on the implanted constrained liner forcing a complete pull-out of the constrained liner from the cup shell requiring a third revision in april 2018. Update 18 june 18: a review by a clinical consultant has confirmed a fractured dall miles cable.

Manufacturer narrative:
An event regarding disassociation involving a trident liner was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection: the device was not returned however one explant photo was provided. The photo shows some biological staining on the liner and some minor damage on the outer rim and outer surface of the liner. As per a review of the case by a clinician. The observed damage to the components is secondary to the forces pull-out of the liner from the cup shell. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: non-union of a greater trochanteric fracture, present already before implantation of the predicate devices after a periprosthetic fracture due to a fall of the patient in 2015, despite adequate treatment, has contributed to an overload condition on the implanted constrained liner forcing a complete pull-out of the constrained liner from the cup shell requiring a third revision in april 2018. Does the review identify any procedural related factors that contributed to the event? - the use of a constrained liner while the underlying dislocation mechanism remained active could be considered a procedure-related factor but is secondary to the lack of fracture healing. Does the review identify any patient related factors that contributed to the event? - non-union of a greater trochanteric fracture, present already before implantation of the predicate devices after a periprosthetic fracture due to a fall of the patient in 2015, despite adequate treatment. Does the review identify any device related factors that caused or contributed to the adverse event? - no device-related factors are associated with any of the implanted devices. The observed damage to the components is secondary to the forces pull-out of the liner from the cup shell. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the investigation concluded that disassociation was caused by non-union of a greater trochanteric fracture, present already before implantation of the predicate devices after a periprosthetic fracture due to a fall of the patient in 2015, despite adequate treatment, has contributed to an overload condition on the implanted constrained liner forcing a complete pull-out of the constrained liner from the cup shell requiring a third revision in april 2018. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned / not received.

Event description:
As reported: "chronic dislocations, constrained liner damage during dislocation. [Dall miles] plate removed". Left hip.